Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6), 2011 as part of the (B)(4). According to the complainant, the patient underwent a liver transplant and abdominal cholecystectomy on (B)(6), 2008. On (B)(6), 2011 a pre-study stent placement cholangiogram revealed a mid biliary stricture. Liver function tests were performed and recorded. Baseline biliary obstructive symptoms were assessed and included; jaundice, itching, dark urine and pale stools. A sphincterotomy was performed during the procedure, however no dilatation was performed. The 10 x 80 mm stent was deployed in a satisfactory position across the stricture. The complainant stated that there were no issues with the stent treatment including the delivery of the stent or with the procedure. The patient was treated as an inpatient and was discharged on (B)(6), 2011. Also on (B)(6), 2011 during post stent implantation follow up, the patient experienced mild right upper quadrant pain, nausea and chills. The patient was re-admitted to the hospital. The pain and chills were treated medically; however, no treatment was given for the patient's nausea. The patient's nausea and chills were reported to be resolved without residual effects, and were assessed as unrelated to the study stent procedure. The patient's pain is not resolved, and assessed as unrelated to the study stent placement. On (B)(6), 2011 the patient underwent a re-intervention for study stent occlusion. It was reported that sludge was removed. The patient was discharged on (B)(6), 2011.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient underwent a liver transplant and abdominal cholecystectomy on (B)(6) 2008. On (B)(6) 2011 a pre-study stent placement cholangiogram revealed a mid biliary stricture. Liver function tests were performed and recorded. Baseline biliary obstructive symptoms were assessed and included; jaundice, itching, dark urine and pale stools. A sphincterotomy was performed during the procedure, however no dilatation was performed. The 10 x 80 mm stent was deployed in a satisfactory position across the stricture. The complainant stated that there were no issues with the stent treatment including the delivery of the stent or with the procedure. The patient was treated as an inpatient and was discharged on (B)(6) 2011. Also on (B)(6) 2011 during post stent implantation follow up, the patient experienced mild right upper quadrant pain, nausea and chills. The patient was re-admitted to the hospital. The pain and chills were treated medically; however no treatment was given for the patient¿s nausea. The patient¿s nausea and chills were reported to be resolved without residual effects, and were assessed as unrelated to the study stent procedure. The patient¿s pain is not resolved, and assessed as unrelated to the study stent placement. On (B)(6) 2011 the patient underwent a re-intervention for study stent occlusion. It was reported that sludge was removed. The patient was discharged on (B)(6) 2011. The following information was reported to boston scientific on may 13, 2011. According to the study site, the chills that the patient presented with on (B)(6) 2011, was a result of "cholestase". The following information was reported to boston scientific on october 14, 2013. According to the study site, the upper right quadrant pain that the patient presented with on (b)(60 2011 was resolved on (B)(6) 2011.

Manufacturer narrative:
Study: (B)(4). (B)(4) - non-surgical medical intervention performed. The reported issue of stent blocked/occluded the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient underwent a liver transplant and abdominal cholecystectomy on (B)(6) 2008. On (B)(6) 2011 a pre-study stent placement cholangiogram revealed a mid biliary stricture. Liver function tests were performed and recorded. Baseline biliary obstructive symptoms were assessed and included; jaundice, itching, dark urine and pale stools. A sphincterotomy was performed during the procedure, however, no dilatation was performed. The 10 x 80 mm stent was deployed in a satisfactory position across the stricture. The complainant stated that there were no issues with the stent treatment including the delivery of the stent or with the procedure. The patient was treated as an inpatient and was discharged on (B)(6) 2011. Also on (B)(6) 2011 during post stent implantation follow up, the patient experienced mild right upper quadrant pain, nausea and chills. The patient was re-admitted to the hospital. The pain and chills were treated medically; however, no treatment was given for the patient's nausea. The patient's nausea and chills were reported to be resolved without residual effects, and were assessed as unrelated to the study stent procedure. The patient's pain is not resolved, and assessed as unrelated to the study stent placement. On (B)(6) 2011, the patient underwent a re-intervention for study stent occlusion. It was reported that sludge was removed. The patient was discharged on (B)(6) 2011. The following information was reported to boston scientific on (B)(6) 2011: according to the study site, the chills that the patient presented with on (B)(6) 2011, was a result of "cholestase."